Event description:
It was reported that the solution was overheating on the homechoice (hc). The heater appeared to fluctuate in temperature, from being really hot and cooling off and then hot again. Therapy was stopped on the same day as the occurrence. Two days later the device was swapped out and the patient continued with therapy. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The initial evaluation found the device to passed the electrical and functional tests within specification. A temperature verification test was performed and the device also passed. The reported over heated solution could not be duplicated nor confirmed during testing. Should additional relevant information become available, a supplemental report will be submitted.